Event description:
As reported: "long gamma nail broke requiring revision."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "long gamma nail broke requiring revision."

Manufacturer narrative:
Corrections: please refer to sections d4 (lot#) and d9/h3 and h6 (method code) the device was returned. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following the received nail is completely broken in the webs of the proximal lag screw hole. Progression lines in the proximal fragment of the nail are clearly visible on both anterior and posterior side which clearly indicates that it is a fatigue failure. Rubbing marks are clearly visible on the anterior web of the lag screw hole which affects the load bearing capacity of the nail. Also, the load bearing point is seen lateral to a-p web, near to these rubbing marks which indicates a high compressive load acting on the nail resulting in overloading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Some important points are mentioned in the instructions for use for post operative activities. "These implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder." Based on investigation, it can be ascertained that the breakage is caused by the action of dynamic and fluctuating loads resulting in a fatigue failure. But due to lack of vital information about the patient, period for which the implant is implanted and any x-rays of the procedure, we cannot exactly say what caused this fatigue failure resulting in breakage of the nail. If more information is provided, the case will be reassessed.